Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the dexcom system prompted the patient to take a picture of the barcode. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event was confirmed by the finding that the session stopped due to a transmitter failed error, which was followed by a prompt to pair a new transmitter. A root cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and pass. The voltage test passed. The pairing with nordic bluetooth device passed. Tested on transmitter final functional tester: passed. Performed share log review and compliant confirmed the reported event. The reported event of an potential reportable event was confirmed. A root cause could not be determined.